Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the coronary artery. A 10/3.50 flextome cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The balloon was simply removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.